Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator site had eroded. The pocket was revised on (B)(6) 2018. During this procedure, it was discovered that the right atrial lead exhibited an insulation issue and was repaired at this time. The lead was removed and replaced during right ventricular lead replacement procedure on (B)(6) 2019, while the pulse generator remained in use. The patient was stable post-procedure.